Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported experiencing post traumatic stress disorder and back pain after receiving four shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) a couple years ago. The patient currently noted these shocks were inappropriately administered. However, the patient had reported these four shocks previously but at the time stated and she had a ventricular tachycardia (vt) ablation following shock delivery, thus it was thought the shocks were appropriate. The patient had questions about options for treating back pain that would not interfere with her device, thus boston scientific technical services (ts) referred the patient to her physician. The field representatives in the area attempted to obtain further information from the clinic as to if the ptsd was clinically diagnosed without success. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no additional adverse patient effects were reported.